Event description:
During electrotherapy treatment, the patient complained of discomfort due to alleged un-intended output. The patient was being treated for back pain using the interferential or pre-mod electrotherapy waveform. The clinician reported that after the device is set to patient tolerance, the electrotherapy unit allegedly increases the output. The resultant increase is reported to shock the patient. When the clinician attempts to readjust the output to the patient, the patient indicated that they cannot feel the electrotherapy treatment. Patient 1 of 6.

Event description:
During electrotherapy treatment the patient complained of discomfort due to alleged un-intended output. The patient was being treated for back pain using the interferential or pre-mod electrotherapy waveform. The clinician reported that after the device is set to patient tolerance the electrotherapy unit allegedly increases the output. The resultant increase is reported to shock the patient. When the clinician attempts to readjust the output to the patient the patient indicated that they cannot feel the electrotherapy treatment. Patient 5 of 6.

Event description:
During electrotherapy test the clinician complained of discomfort due to alleged un-intended output. The clinician 'self' tested interferential, and pre-mod electrotherapy waveforms. The clinician reported that after the device is set to output tolerance the electrotherapy unit allegedly increases the output. The resultant increase shocked the clinician. Patient 6 of 6.

Event description:
During electrotherapy treatment the patient complained of discomfort due to alleged un-intended output. The patient was being treated for back pain using the interferential or pre-mod electrotherapy waveform. The clinician reported that after the device is set to patient tolerance the electrotherapy unit allegedly increases the output. The resultant increase is reported to shock the patient. When the clinician attempts to readjust the output to the patient the patient indicated that they cannot feel the electrotherapy treatment. Patient 2 of 6.

Event description:
During electrotherapy treatment the patient complained of discomfort due to alleged un-intended output. The patient was being treated for back pain using the interferential or pre-mod electrotherapy waveform. The clinician reported that after the device is set to patient tolerance the electrotherapy unit allegedly increases the output. The resultant increase is reported to shock the patient. When the clinician attempts to readjust the output to the patient the patient indicated that they cannot feel the electrotherapy treatment. Patient 4 of 6.

Event description:
During electrotherapy treatment the patient complained of discomfort due to alleged un-intended output. The patient was being treated for back pain using the interferential or pre-mod electrotherapy waveform. The clinician reported that after the device is set to patient tolerance the electrotherapy unit allegedly increases the output. The resultant increase is reported to shock the patient. When the clinician attempts to readjust the output to the patient the patient indicated that they cannot feel the electrotherapy treatment. Patient 3 of 6.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown, because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.